Event description:
Additional information received reported the patient and health care provider (hcp) were evaluating for possible lead revision but no decisions had been made. It was noted the cause for high impedances was unknown. Additional information received reported the patient¿s health care provider (hcp) decided to trial the patient on an intrathecal pump system to compare to the stimulator. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is scheduled for a surgical consult one week after report and then a revision to replace a lead that ¿isn¿t working properly¿. It was reported there were high impedance, values were not specified, on electrodes 0-7. It was reported that x-rays were performed as well as reprogramming. It was reported that the cause of the problem was unknown.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377875, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 355029, lot# n0044135, implanted: (B)(6) 2005, product type: accessory. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).